Manufacturer narrative:
Iris field service engineer was sent to the customer location and observed the internal probe wash was not a continuous flow. The fse replaced the probe, p/n: 700-3711s. The fse re-reran controls and the controls passed. The system was operational. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated they are getting false negative patient results for bacteria and cells. The customer confirmed results by performing manual microsope. The customer did troubleshoot by rebooting the instrument. The customer stated 5 patient samples had erroneous results generated, no erroneous results were reported out of the lab. There were no changes to patient management.